Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off of the device. The event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off¿ was confirmed through visual inspection. The cause of the reported issue was unglued air detector and dso seal. Upon further investigation, found the upstream occlusion sensor (uso) seal was delaminated. The device was repaired by replacing the lcd lens, uso seal. Performed the dso/uso sensor calibration. The device passed all functional test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.